Event description:
Pt had a total shoulder on (B)(6) 2014 at (B)(6). An aequalis perform glenoid, an aequalis ascend flex standard ptc stem, and an aequalis humeral head have been implanted. The surgeon discovered the perform glenoid came completely detached from the construct. The pt had to reverse tsa.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.